Manufacturer narrative:
Device passed self-test, unexpected restart and displacement test. No unexpected restart alarm or reset time or date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had multiple insulin pump errors. The blood glucose was 85 mg/dl at the time of the incident. The unexpected restart alarm was occured four times. The customer advised that the pump will need to be replaced and monitor the pump and that patient may continue to wear the pump until replacement arrives. The device will be retuned for analysis.